Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient that they presented to their physician's office after their "device went off 32 times". The patient understood that the right ventricular (rv) lead was "grown over", and was shocked 7 times. The patient reports getting several shocks every night, just as they are going off to sleep. The patient states that one occurrence included pressure, with a feeling of being crushed and very heavy in their chest. The patient also reports that they felt a shock while shopping, up in their pectoral muscle, of which was more severe. The patient has discussed this with their physician and understood that the device is functioning as programmed. The rv lead remains in use. No patient complications have been reported as a result of this event.